Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that when the pump overdosed them twice, the physician used 10 units of narcan to get them back. Per the patient, the first time it happened was a night after the pump was filled and they were waiting to get labs taken. The second time was a year later, and they were out shopping after their refill, and they felt somewhat awake and somehow, they made it home without hurting anyone. The patient didn¿t have the dates of when the events exactly occurred. The pump was delivering fentanyl, bupivacaine, and hydromorphone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con), healthcare provider (hcp), and company representative (rep) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient thought the pump was malfunctioning and needed replacement. When asked what the patient meant by malfunctioning, they stated that the hcp had drawn more medicine out than expected several times while refilling. The patient did not know what amounts it was discrepant. The patient also stated they had two events where they went in for a refill and then had overdose like symptoms directly after. One driving home from the refill, and one the following night. The overdose like symptoms both fell on refill days. It was reported that the patient's pump was replaced. The issue was resolved at the time of the report and the patient's status wa s "alive-no injury".